Event description:
It was reported that post dialysis catheter placement, the needle allegedly found to leak air and unable to withdraw blood during the puncture process. There was no reported patient injury.

Manufacturer narrative:
Investigation summary: the physical device was not returned for evaluation. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 11/2022).